Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected for premature battery depletion (pbd). This device had gradually decreased last year from 1 year down to 5 months and currently less than 3 months. However, device battery projection is currently at 9 year and 4 months and seemed like depleting normally. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the longevity or pbd issue was not confirmed and that there were no action plans taken. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected for premature battery depletion (pbd). This device had gradually decreased last year from 1 year down to 5 months and currently less than 3 months. However, device battery projection is currently at 9 year and 4 months and seemed like depleting normally. This device remains in service. No adverse patient effects were reported.